Event description:
During the prostate biopsy procedure, trupath biopsy needle was used. It was reported to boston scientific that "the device "misfire" inside the patient. The needles went off by themselves and then they wouldn't relock. The physician was not able to collect any samples with the device". The physician completed the procedure with another same device. The patient's condition is reported to be "fine".

Manufacturer narrative:
The device has been received by the manufacturer, although the device evaluation has not been completed at the time of this filing. The relationship between the device and the cause for this event is undetermined.